Manufacturer narrative:
Additional information was received and the following was corrected. B3: updated the date of event . D6b: updated the explant date.

Event description:
An impella cp device was inserted via the femoral artery in a 49-year-old male patient presenting with cardiomyopathy. The patient¿s history was unknown. Subcortical bleeding occurred after impella insertion. Cardiac function was restored, and the impella was subsequently removed. External pressure was reduced, but the patient¿s level of consciousness did not improve. Heparin use for anticoagulation following impella insertion was considered clinically relevant. External compression was also noted as a contributing factor. The patient¿s procedural outcome was unknown. The reported stroke is consistent with the patient¿s underlying critical illness and cerebrovascular vulnerability and may be influenced by anticoagulation therapy and external compression.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The patient outcome was reported as survived.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.